Event description:
It was reported that during an implant attempt, when the physician attempted to retract the lead helix for repositioning, the fluoroscopic marker/mechanism showed that the helix was retracted into the lead body. The physician felt there was still a tissue bite at the lead tip, so the lead was removed and tested on a scrub table. A straight stylet was inserted and the helix would extend, but did not retract with multiple turns. In the interest of possible mechanism failure, another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead segments was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.